Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No device evaluation was performed as the resolution was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a manufacturer representative was getting the grub menu upon boot-up of the system. The representative followed the steps for "I" and it did not resolve the issue. The representative repeated the steps for "f" and it resolved the issue. The system was rebooted to ensure the login menu was appearing normally. There was no patient present when this issue was identified.